Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection. Dexcom representative advised patient's father to reset the device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test. Failed voltage test (0vdc).functional testing was performed and there was no failure detected related to the complaint. The reported event loss of connection could not be confirm. A root cause could not be determined.